Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The charger boards (charger boards 1 and 2) were out of specifications and were replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device. It was reported that the charger boards on the system are out of specifications and needed to be replaced. There was no patient impact.

Manufacturer narrative:
The battery charger 1 was returned to the manufacturer for analysis. Analysis found that the board passed bench tests and all outputs were within specifications. During visual inspection it was noted that the capacitors were leaking. When the charger was installed into a system, x-ray, motion and communication were ready and imaging was successful. Passed calibration. The battery charger 2 was returned to the manufacturer for analysis. Analysis found that visual inspection found leaking capacitors and an led was not functional. All channels except one are within specification. Analysis found that the reported event was related to a electrical issue.